Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0424818v, implanted: (B)(6) 2005, product type: lead. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was in a "hayride accident" where a tractor fell on them. Since then their implantable neurostimulator (ins) has not worked and they had a loss of stimulation/therapy as a result. A doctor told the patient that the "device got smooshed" and "it may come back it may not". The patient stated that they did not have a managing doctor for the therapy. The indication for use for the device was noted as multiple back operations. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.